Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that station keyboard had malfunctioned. The customer addressed the issue by rebooting the station. A field service engineer subsequently removed the rear cover to inspect the connections and confirmed that the wire ties were not excessively tight against the cables. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system keyboard was not functioning properly once again. The customer indicated that the issue arose while attempting to administer medication to a patient, necessitating the use of an external usb keyboard there were no adverse events or injuries reported based on this incident.